Event description:
It was reported that the patient experienced inadequate stimulation due to suboptimal placement of the lead which was confirmed with imaging. The patient also experienced undesired sensations in non target area, which were described as feeling rolling shocks in the abdominal area. The patient was admitted to the hospital through the emergency department per the neurologist advice, at which time the stimulation was left on due to significant side effects to turning the stimulation off. The patient then underwent a procedure in which a new system was implanted. The patient is doing well post operatively. Additional information was received that the original system was reprogrammed to reduce the overstimulation issue. The patient is now receiving adequate stimulation from both systems.

Manufacturer narrative:
Block h6 patient code: 3191: no code available, is used as there is no adequate FDA code to describe a surgery.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 7073164.

Event description:
It was reported that the patient experienced inadequate stimulation due to suboptimal placement of the lead which was confirmed with imaging. The patient also experienced undesired sensations in non target area, which were described as feeling rolling shocks in the abdominal area. The patient was admitted to the hospital through the emergency department per the neurologist advice, at which time the stimulation was left on due to significant side effects to turning the stimulation off. The patient then underwent a procedure in which a new system was implanted. The patient is doing well post operatively.